Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to flattened act button dome switch. No moisture damage found on keypad traces. Unit had cracked display window corner and missing end capsticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 99 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.